Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a e200(turret unit failure) displayed on the evis exera ii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿error e200¿ was not confirmed but might have occurred due to phenomenon (2) ¿mesh turret is clogged¿ that was found at the repair department. According to the service manual, e200 indicates clv turret failure, and it is a message that is displayed when turret error of a light source device occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.